Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 424 mg/dl at the time of incident and insulin pump was not take blood glucose above 400 mg/dl. Customer reported that they feel okay. The customer did not complete troubleshooting and declined for high blood glucose. Customer stated that they ate cereal and bloused for high blood glucose. The customer stated that he was not in auto mode and insulin pump keeps asking for blood glucose auto mode. The insulin pump will not be returned for analysis.